Event description:
It was reported that an akreos iol (unknown model) was placed in the patient's right eye roughly five years ago. The lens subsequently subluxed about one year later and a capsular tension ring was inserted and sutured to the sclera. In 2012, the implant and capsular bag re-subluxated with pupil optic capture. Refixation surgery to resuture the lens bag was done on (B)(6) 2012. Intraocular lens clouding was seen starting on (B)(6) 2012. Visual acuity at that time was 6/7.5. Patient was seen again on (B)(6) 2012 and visual acuity was 6/10-6/7.5. On (B)(6) 2013, the patient presented with worsening vision along with complaints of glare and difficulty driving. Vision at that time was 6/10(-1). According to the reporter, lens opacification appeared worse than before. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.